Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed and no anomalies were found, analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that the device battery longevity did not match the voltage reading. Due to an abnormally low battery voltage the re commendation was to replace the device. The device is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary product ID# addr01 the device was returned and analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.